Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500-600 mg/dl range. The customer changed and rotated the infusion site. The customer's healthcare provider directed the customer to go to the emergency room (ER) as the basal insulin was not being delivered. The customer was in the ER for approximately 6 hours and the bg level was lowered to 242 mg/dl. The customer reverted to using the insulin pen to manage diabetes.